Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was plugged in, 20-30 minutes later his smoke detector went off. The patient discovered black smoke and a strong burnt plastic odor coming from the controller. The patient unplugged the device, applied water to the area and then removed himself from the house. There was no injuries as the result of this issue.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.